Event description:
During the evaluation of a returned spectrum infusion pump, 104 occurrences of "downstream occlusion" alarm were identified in the event history log. There was no patient injury or medical intervention required since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The assembly force sensor and pusher, force sensor were replaced.